Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change out procedure, the patient experienced anaphylaxis. The allergic reaction began with a rash while the physician sutured the pocket closed. The patient experienced a rash on their body and face, then experienced tongue swelling, difficulty breathing and talking, an increase in heart rate, and a drop in blood pressure. The ICD was implanted. Ultimately, the patient passed away.